Manufacturer narrative:
The reported events of high capture thresholds and low pacing impedance were confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing found shorting between the conductors. Dissect the lead and found inner insulation abraded in the distal region of the lead consistent with external forces. The cause of the reported events was due to inner coil exposed in the abrasion zone.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. As the patient was dependent upon their pacemaker, it was decided to extract and replace the lead. The lead was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and low pacing impedance. As the patient was dependent upon their pacemaker, it was decided to extract and replace the lead. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: a1, b5, and d10.